Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory differential testing was performed. The results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: 1.have duplicate or differential tests been performed to confirm this result?duplicate tests--false positives cannot be repeated. Differential tests--yes. 2.did you report the abnormal results to the clinician?--no. 3.is any patient's treatment plan been delayed due to this result?--no. Patient?--no. Servicemax esb : 2021 (B)(6) 03:33:37 (gmt) . Bactec fx top-abnormal specimen. (B)(6) (ds agent engineer) report.

Manufacturer narrative:
Investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). The complaint is not confirmed because the issue was a one time occurrence and did not happen again. Instrument is working within bd specifications. The root cause is "unknown". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory differential testing was performed. The results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: have duplicate or differential tests been performed to confirm this result? Duplicate tests false positives cannot be repeated. Differential tests yes. Did you report the abnormal results to the clinician? No. Is any patient's treatment plan been delayed due to this result? No. Patient? No. Servicemax esb: 2021-06-15 03:33:37 (gmt). Bactec fx top: abnormal specimen. (B)(6) (ds agent engineer) report.